Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed too aortic resulting in moderate to severe paravalvular leak [pvl]. A second valve was implanted. The patient was reported as stable post tavr. During deployment of the first valve, the valve was pushed out of the annulus into the aorta. Rapid ventricular pacing continued and the valve was pulled back across the annulus and deployed. The position of the valve was 90:10 [aortic/ventricular]. The valve was post dilated however the pvl did not resolve. A second valve was deployed and pvl was no longer detected. The reporter stated that the first valve was pushed out the annulus because of the use of a safari wire; ¿the curve on the wire was too big for the left ventricle¿. A bav was performed. The native annular and leaflet calcification for this patient was described as moderate. Coaxial alignment of the delivery system and valve was good. Image intensifier angle was good. Ventilation was held during valve deployment. There was no loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, it was reported that procedural factors [interaction between the ventricle and the guidewire] contributed to malposition of the valve and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.